Event description:
The reporter indicated the surgeon was inserting an aq2010v silicone three piece lens and noted the back haptic was torn in the cartridge. There was no patient contact and the backup lens was implanted. The cartridge used with this lens has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4) - lens (iol), torn, split, cracked. Results - visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a probable root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. (B)(4).